Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed on the egms during a follow-up. The patient was asymptomatic. The lead was capped and replaced. The patient was stable post procedure.